Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. Four days prior to the event onset, the patient was hospitalized for an unrelated reason. The event was manifested by cloudy effluent. On an unreported date, the patient began treatment with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. The day after the event onset, the effluent was clear and the patient was deemed recovered. Action taken with physioneal therapy was not reported. At the time of this report, the patient was still hospitalized. No additional information is available.